Event description:
A customer in france reported that an ultrasound during an ob exam displayed what was thought to be two fetuses indicating a heterotopic pregnancy due to an image artifact, so the patient underwent a laparoscopic procedure unnecessarily. No injury to the patient or fetus occurred. Due to the performance of the unnecessary procedure this issue is being reported. The image artifact resulted from a malfunction in the ic9-rs probe.

Manufacturer narrative:
Block a: patient information could not be obtained due to country privacy laws. Block d4, UDI: (B)(4). Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs kretz - tiefenbach 15 austria zipf oberosterreich, 4871. Ge healthcare's investigation into the reported incident is ongoing, and a follow-up report will be provided after the investigation completes.

Manufacturer narrative:
Initial reporter information, section e, added. Ge healthcareâs investigation has completed. A ge healthcare service engineer went onsite to collect system logfiles and clinical images for analysis. The system logfiles and images confirm the event. Additionally, the ic9-rs probe was returned to ge healthcare for diagnosis & testing, and it was determined there was a component failure within the probe. Gehc has initiated a CAPA to address the failing component within the ic9-rs probe. Additionally, ge healthcare has reported a field modification for the ic9-rs probe issue per 21 cfr 806 on 15-dec2023. Ge healthcare will send a customer letter with instructions for how to immediately inspect probes for a double image artifact, and if they have probes that exhibit a double image artifact to contact ge healthcare for a replacement.